Event description:
Rptr noted outlet portion of the stopcock broke off during surgery, which interrupted venting and delivery of irrigating solution to the eye. Pt's eye collapsed. Procedure was delayed forty seconds while they replaced the vented gas forced infusion set. Meanwhile, the pt's eye reacted with heavy bleeding and the retina detached. A two hr surgery was necessary to save the eye.